Manufacturer narrative:
D10 concomitant product: egiaustnd endogia ultra univ std stap (lot#: p6d0816) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a left video assisted thoracoscopy, wedge resection left upper lobe lung, the device fired, however once the staples and knife blade reached the distal tip of the device, it would not retract. Therefore would not allow the jaw of the device to open and release the tissue. A new stapler was opened to try and open the stuck staple load but was unsuccessful. A new kind of stapler recommended by the representative was used twice but was also unsuccessful. The tissue around the reload was resected to get the reload out of the patient's cavity using a new stapler. The surgical time was extended for more than 30 minutes.